Event description:
It was reported that during a routine follow up, the ventricular lead exhibited low impedance, decreased sensing, noise and was suspected to be have an insulation anomaly or fracture. The patient would be scheduled for a lead revision. The physician was ok with no immediate intervention since the patient is paced in the ventricle two percent of the time.